Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of "structural valve deterioration" was confirmed through observed leaflet thickening. Free margins of all three leaflets were observed to have thickened and swollen tissue along the commissures. Leaflet 2 had a tear of approximately 3mm near commissure 3. Thickened tissue was observed at the tear region. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the outflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 and 2 at the inflow aspect. Host tissue also fused leaflet 1 and 2 at commissure 2 on outflow aspect. X-ray showed minimal calcification on the cusp area of leaflet 3 and free margin of leaflet 2 near commissure 2. Hematomas were observed on leaflet 2 on the outflow aspect. The sewing ring was completely removed around the valve. The metal band was exposed at leaflets 1 and 2 at the inflow aspect. X-ray also demonstrated wireform intact. Engineering task will not be assigned as this valve was implanted five years or greater with confirmed thickened leaflet and structural valve deterioration. Additional manufacturer narrative: structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet thickening was found. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. Pannus/host tissue overgrowth was found on the subject device as well. It has been determined that the root cause of this event likely due to patient related factors.

Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that a 19mm pericardial aortic valve, implanted approximately seven (7) years, was explanted due to structural valve deterioration. This valve was originally implanted for aortic valve replacement to treat congenital disease when the patient was in their early thirties. The valve was explanted and replaced with a non-edwards mechanical valve. No other details were provided.